Event description:
In 2001, a patient underwent implantation of staar model cc4204bf intraocular lens in the pt's left eye. During insertion, the posterior capsule tore. The lens was removed and the doctor performed a vitrectomy.